Event description:
Complainant alleged that the medics were attempting to defibrillate 60 year old female pt in cardiac arrest, while using the multi-function cable and electrodes with the device. The medics attempted to shock the pt four times at 300 and 360 joules (sequence of joule settings unknown), but the device would not discharge. The medics then switched to paddles mode, and the device successfully shocked the pt. The complainant indicated that the pt survived the event, but experienced "minor memory loss."